Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a hi-torque (ht) balance middleweight (bmw) universal ii guide wire was advanced through an unspecified carrier catheter and positioned within the right coronary artery (rca) to provide support during contralateral injection for a chronic total occlusion (cto) procedure on the left side of the heart. The rca was not the target artery. During the final contralateral injection, it was observed that the distal end of the bmw universal ii guide wire had separated. During removal of the separated piece of the guide wire with a lasso snare, the guide wire separated again. A lasso snare was used to retrieve the second separated piece of the guide wire. Upon removal of all parts of the guide wire from the anatomy, a dissection was observed. A stent was deployed to cover the dissection. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachments were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported detachments to be related to circumstances of the procedure as it is likely that interaction with the totally occluded anatomy and/or other devices or manipulation of devices resulted in the reported detachment. Manipulation during removal of the separated piece with a lasso snare resulted in the reported second detachment. Additionally, it is possible the reported difficulties contributed to the reported dissection; however, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the hi-torque guide wires instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.